Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Implant registration card received indicate onxmc-25/33 (sn (B)(4)) implanted (B)(6) 2014 and explanted on (b)(46 2016 for unknown reasons and replaced with another onxmc 25/33.

Manufacturer narrative:
Multiple attempts were made to obtain additional clarifying information without success including two phone calls on (B)(6) 2016 and (B)(6) 2016 and a fax request on (B)(6) 2016. No response was ever received. Should additional information become available it will be evaluated and the complaint will be re-opened. The manufacturing records for the onxmc-25/33, (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. The onxmc-25/33, (B)(4), was implanted (B)(6) 2014 in the mitral position in a (B)(6) -year-old male. This valve was explanted and replaced with another onxmc-25/33 (sn (B)(4)) on (B)(6) 2016 (2 years 72 days post-op) by the same surgeon in the united states. Information came from implant registration cards and no other details were provided. We have no information to support any reason for the explantation and whether or not there is any relationship to the valve. In any case, as identified in the instructions for use (IFU), reoperation and explantation are recognized risks associated with mitral valve replacement.